Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and the remaining longevity was less than anticipated. It was alleged that the remaining longevity at the previous follow-up was overestimated by the programmer. There was no allegation of premature battery depletion. The device was explanted and replaced. The patient was in stable condition.